Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous pulmonary artery. A 6.0mmx15mmx135cm sterling balloon catheter was advanced for dilatation; however, during fifth inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.